Manufacturer narrative:
The manufacturer made several attempts to follow-up and did not receive any additional event or device information. Because the device is not available and the sn is unknown no investigations can be performed at this time. Based on the current information the root cause of the reported event cannot be established. If further information is received at a later date the event will be reassessed.

Event description:
The manufacturer was notified of a serious adverse event involving liva nova's crown prt aortic heart valve implants devices. 3 cases of infectious prosthetic valve endocarditis (pve) occurred between 1 and 3 years after indwelling crown / prt. Although the patient's medical history are unknown so far, one case of them may have been caused by the caries left untreated after the indwelling. No further details were provided.